Manufacturer narrative:
(B)(4). The actual device sample was returned (B)(6) /2020. Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 04/16/2020, and follow-up MDR #1, submitted on 05/18/2020, were sent in error.

Event description:
The customer reports: the male luer connections of the extension lines with the 3-way valve (B)(4) broke in the female luer of the median line (B)(4) and distal line (B)(4) at the time of changing lines.(B)(4) the device was replacd. Additional information from the customer: note: the brand "doran" stated that there is an incompatibility between the disinfectant used for handling the connections (alcoholic chlorhexidine containing (B)(4) isopropyl alcohol) and the plastics which may explain certain breakages in the extension line. In this incident, the breakage was observed on a connection which normally is not handled during care, therefore it was not disinfected more exposed to isopropyl alcohol.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the male luer connections of the extension lines with the 3-way valve (1) broke in the female luer of the median line (1) and distal line (2) at the time of changing lines. The device was "replacd". Additional information from the customer:note: the brand "(B)(4)" stated that there is an incompatibility between the disinfectant used for handling the connections (alcoholic chlorhexidine containing 70% isopropyl alcohol) and the plastics which may explain certain breakages in the extension line. In this incident, the breakage was observed on a connection which normally is not handled during care, therefore it was not disinfected more exposed to isopropyl alcohol.